Event description:
During prep it was noted that the catheter above the hub was broken. The catheter was removed and replaced with no harm to the patient.

Event description:
During prep it was noted that the catheter above the hub was broken. The catheter was removed and replaced with no harm to the patient.

Event description:
During prep it was noted that the catheter above the hub was broken. The catheter was removed and replaced with no harm to the patient.